Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 583 mg/dl. Cause was unknown. Reportedly, the customer's bg resolved without any treatment needing to be provided in the ER. The customer was released from the ER 6 hours later. The customer declined to provide additional information regarding the issue.